Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information received: received information as following from sales rep via phone today. After investigation, the patient underwent cesarean section in the hospital on (B)(6) 2025. The surgeon used the suture (vcp359h) for tissue suturing during the surgery (the specific suturing tissue level and suturing method were unknown). The problem of pulling off suture needle happened during the suturing process. The surgeon immediately replaced the suture with a new one (the specific product information was unknown) to continue suturing. The subsequent surgery went smoothly. This event was due to the replacement of suture, which resulted in increased intraoperative uterine bleeding (with specific increase of blood loss unknown) and prolonged surgical time (with specific extension time unknown). No subsequent adverse event report was received.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: how was the bleeding treated? Was any transfusion necessary? How much blood did the patient lost? Confirm the qty in cc. Was there any medical or surgical intervention performed (product removed; re-operation; re-suturing; re-closure; drainage)? If so, please specify. How long was the delay? Please specify in minutes. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? What is the most current patient status? Received information as following from sales rep via phone today. Please refer to the event description, other information requested is unknown. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. When suturing the first layer of the uterus, the problem of pulling off suture needle happened. Due to delayed suturing, the duration of uterine bleeding was prolonged. There were no post-operative complications reported. No further information is available.